Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 11feb2021.

Event description:
The customer reported proximal pressure failed. There was no patient involvement.

Manufacturer narrative:
The data acquisition board was received by failure analysis. The reported issue could not be duplicated; there was no fault found.